Event description:
The account alleged all of the functions on the bed will run unintentionally when the left side rail is plugged in. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.